Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a crack was identified in the venous chamber of the combiset bloodlines during a patient's hemodialysis (hd) treatment. There was blood loss as a result of the reported issue. The patient's estimated blood loss (ebl) was not provided. There was no adverse event or required medical intervention reported. The patient continued treatment after the bloodlines were replaced. The sample is not available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response has not been received.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that a crack was identified in the venous chamber of the combiset bloodlines during a patient's hemodialysis (hd) treatment. There was blood loss as a result of the reported issue. Additional information was obtained during follow-up. The reported event occurred approximately 10 minutes after treatment initiation. The reported issue was visually observed. There was no serious injury or required medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) was not provided. The blood within the circuitry was returned. The patient completed treatment on the same machine with new supplies. The sample has been discarded and is not available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported to fresenius that a crack was identified in the venous chamber of the combiset bloodlines during a patient's hemodialysis (hd) treatment. There was blood loss as a result of the reported issue. Additional information was obtained during follow-up. The reported event occurred approximately 10 minutes after treatment initiation. The reported issue was visually observed. There was no serious injury or required medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) was not provided. The blood within the circuitry was returned. The patient completed treatment on the same machine with new supplies. The sample has been discarded and is not available to be returned to the manufacturer for physical evaluation.